Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed that the keypad cover was torn between the down arrow button and up arrow button. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed and evidence of contamination was found under the up arrow key contact and the down arrow and ok key button contacts were damaged and did not have normal spring back/click. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the keypad was ripped and the down arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.